Event description:
The pt was reportedly experiencing loss of lock. External equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted and the pt was reimplanted with another cochlear implant.